Event description:
It was reported that this arctic sun device was failing calibration for error 80, expected 6 actual 30, chiller temperature (t4) was reading 4.4c per review of wo notes, they discussed that this was likely indicative of a failed mixing pump. They requested part nos. And pricing for 2000-hour service parts.

Manufacturer narrative:
He investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.